Event description:
6:35 p.m.; pretreatment, pt appeared fine, denied no complaints.. 6:40 pm upon initiation to treatment pt stated that he "felt funny", within minutes pt experienced dry heaves, was diaphoretic, ashen in color, bp 142/80, p-96 (rapid), complained of "pepper taste in mouth", tongue became thickened, speech garbed. Treatment was stopped (blood not returned) physcian notified, pt transferred by ambulance to e.r.*pt b/c from hospital with 2/0. Run next treatment on new dialyzeeer without problems.